Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the sensor occurred. Data was evaluated and the allegation was confirmed as a transmitter failure. The probable cause was determined to be a transmitter failure. The reported event of an alert to replace the sensor is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.